Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events (bleeding, infection, renal dysfunction, and respiratory failure) could not be conclusively established through this evaluation. The center reported that the patient experienced major bleeding. Hemoglobin and hematocrit trended down over 48 hours with increasing pressor requirements, despite transfusion. A ctap was performed that demonstrated a large left rp bleed. This was successfully evacuated with vascular surgery. The patient underwent prolonged hospitalization, surgery, changes to medication, and a blood transfusion. The bleeding reportedly resolved it was also reported that the patient experienced a major infection. A bronchoalveolar lavage was performed and klebsiella pneumoniae was reported. The patient received over 1 week of aztreonam and later meropenem. The infection reportedly resolved. The patient also experienced respiratory failure. The patient required reintubation due to hypoxic respiratory failure in the immediate post-operative period. The patient eventually underwent a tracheostomy on was later discharged with a tracheostomy tube at 28% fio2 and speaking valve. The patient was eventually decannulated. The center also reported that the patient experienced renal dysfunction. The patient was noted to have an acute kidney injury early post-op. Nephrology was consulted and continuous renal replacement therapy (crrt) was started. The patient began to show signs of improvement and the patient was eventually transitioned to intermittent hemodialysis and eventually off with renal recovery noted at the time of discharge. The patient remains ongoing on heartmate 3 lvas. The hm3 lvas IFU lists bleeding, infection, renal dysfunction, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Instructions in regard to preventing infection are provided in various sections of this IFU and the hm3 patient handbook. The IFU provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a bronchoalveolar lavage + klebsiella pneumoniae on (B)(6). Received over 1 week of aztreonam, later meropenem. On (B)(6) 2017, he required reintubation due to hypoxic respiratory failure in immediate post-operative period. He eventually underwent a tracheostomy on (B)(6) 2017. He was discharged with a cuff-less #6 shioley extended-length at 28% fraction of inspired oxygen in the air and speaking valve. Eventually, he was decannulated on (B)(6) 2017. The patient was noted to have an acute kidney injury early post op. Nephrology was consulted and continuous renal replacement therapy was started on (B)(6) 2019. Patient began to show signs of improvement and the patient was eventually transitioned to intermittent hemodialysis and eventually off with renal recovery noted at the time of discharge. Hemoglobin/hematocrit have trended down over the past 48 hours with increasing pressor requirements despite transfusion. Computed tomography arterial portography performed in early morning on (B)(6) 2017 demonstrated large left retroperitoneal bleed (9x12x18 centimeters). Successfully evacuated with vascular surgery on (B)(6) 2019.